Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an intracranial space occupying removal procedure on (B)(6) 2020, the screws broke into screw head and screw shaft during screw insertion. New screws were used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) 2.0mm rapid resorbable cortex screw 4mm-sterile. This is report 2 of 2 for complaint (B)(4).